Event description:
Reporedly, the device was explanted after an implant duration of 52.23 months due to unknown reasons. The report was received as "no valve defect. Device was explanted due to other patient health factors." At explant, the device was described as "calcified & immobile". Device to be returned for evaluation.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. No customer letter requested. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. On 09/20/2010 requested additonal information regarding patient's comorbidities and history along with medications and therapies. Device not received for evaluation.